Manufacturer narrative:
The customer reported that the bsm (bedside monitor) display went out. The touchscreen is working according to the biomedical engineer. The bsm was in use when the screen went out. The patient was safely monitored from the cns (central monitoring system) until the bsm could be swapped out with one from another room. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Replaced the inverter pcb to resolve the issue and the bsm was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) display went out. The touchscreen is working according to the biomedical engineer. The bsm was in use when the screen went out. The patient was safely monitored from the cns (central monitoring system) until the bsm could be swapped out with one from another room.